Event description:
After bypass was initiated, pt vascular resistance and mean arterial pressure were low. Neosynephrine was given. Amount of blood in the reservoir bag was low due to a crease in the middle of bag. Volume seemed to be "hanging up" in the top portion of the bag. Volume was added to circuit to increase flows. Pt's hb/hct was low and blood was added to circuit per anesthesiologist's order. Crease in bag subsequently disappeared. Bypass was concluded successfully; pt did fine post-op.